Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that there was blood on site. Customer had high and low blood glucose. Customer's high blood glucose was at 415 mg/dl. Customer was hospitalized for low blood glucose. Customer's blood glucose was 43 mg/dl. Customer had not eaten anything all day and gone to sleep then become unresponsive. Customer was wearing the device at time of hospitalization. Customer declined troubleshooting. Customer will not be returning the device for analysis.